Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported device difficult to use cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the physician requested a revision surgery due to the patient could not use the ambicor penile prosthesis (app). The surgery has not been performed yet.